Event description:
During an endoscopic hemostasis procedure for an acute upper gi bleed gastric bleed, the physician used a cook hemospray endoscopic hemostat. It was reported that during a gastroscopy the physician requested hemospray. The hemospray was removed from packaging, and the co2 cartridge was activated by turning the red knob. The catheter was advanced down the endoscope accessory channel. The catheter was attached to the handle. The red valve was turned to the open position. The user depressed the red trigger button for 1 - 2 seconds however no powder was deployed [difficult or unable to spray-subject of report]. The catheter was not blocked. The device was removed from the endoscope and another hemospray kit was opened and used successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.